Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient underwent uneventful ilasik procedure in both eyes on (B)(6) 2014. Patient referred to the center for epithelial ingrowth on right eye on (B)(6) 2015. Patient brought back the laser suite on (B)(6) 2015 and flap lifted in right eye and resure sealant to secure flap. No other information provided.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted.